Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other similar complaints reported in the lot number. Additional information was requested on 10/10/2011 and 10/26/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has noted the following: fluttering or flashing light in vision which can be seen by others, the eye is reflective which has been described that it reflects like an animal's eye, the flashing light causes discomfort in the eye, the eye is sore and tired, large halos at night and sees a grid in the halo similar to a target, diminished sight with distance vision going from 20/20 to 20/90, and diminished close range vision. Additional information has been requested.